Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Single reporter exemption #e2015018. Tip of the corsair was found broken off due to rotational and pulling force. The guidewire used in combination was returned, where the broken tip of the corsair was observed, and it was confirmed that entire corsair was removed and returned. Lot history review could not be conducted since no lot information was available. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that tip distal end of the catheter was tip of corsair was trapped by the calcified lesion and/or other conditions in the vessel, where rotational manipulation was made and the devices got stuck each other. Further rotational and pull back manipulation to the catheter resulted with additional squeezing deformation and pull-apart damage to the tip end over the guidewire. IFU describes in the section of warning and precautions for use: - do not rotate this microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive rotations. If resistance is felt while rotating this microcatheter, do not proceed with further rotation regardless of the number of performed rotations. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break apart this microcatheter or damage the blood vessels.) - if any resistance is felt during the removal of this microcatheter, remove the microcatheter and the guide wire as a unit while checking under fluoroscopy the position of all the devices used in combination.

Event description:
During the procedure to a heavily calcified cto lesion at lad #7, after stent deployment, another stenting to distal of the deployed stent was attempted. However, stent system could not be advanced through the deployed stent, and some difficulty was noted for guidewire removal, the subject corsair catheter was advanced over the guidewire. However, the corsair could not be advanced from the proximal of the stent, corsair was exchanged with a dilatation balloon catheter. This balloon catheter neither could advance over the guidewire, so that the devices were removed. Procedure was continued with other guidewire. Upon checking the removed guidewire, it was found that the tip of corsair catheter was broken and remained on the guidewire. Physician confirmed that no foreign material was left in the pt's anatomy, completed the revascularization of the vessel.